Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized due to swine flu. The customer reported that the hospitalization occurred in part to manage their blood glucose (bg) levels during their illness; however, no specific bg value or impact was provided. Multiple attempts were made to follow up with customer; however, no additional information was provided on the reported event.